Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The event occurred on first day of insertion. The insertion site was lower back. The blood glucose level was 420 mg/dl, and the patient was treated with insulin pen. No further information is available.